Event description:
It was reported that the atrial lead exhibited high impedances, increased thresholds, and was unable to capture at maximum outputs. The lead exhibited an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6944 implantable tachy lead - (B)(6) 2004. (B)(4).